Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient could not use the magnet to turn his scs system off. The sjm representative met with the patient to confirm the magnet mode was enabled. The patient was unable to use the magnet, so a new magnet was sent to the patient. Follow up identified the replacement magnet did not resolve the issue. It was reported the patient was issued an additional patient programmer to use rather than a magnet.